Manufacturer narrative:
Refer also to MFR report # 3004209178-2025-02835 regarding a subsequent event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (25.0 mg/ml at 4.705 mg/day) and clonidine (100.0 mcg/ml at 18.82 mcg/day) via an implantable pump. Regarding medical history, different co-morbidities was indicated. It was reported that the last pump check occurred on 2025-feb-05, and the pump logs indicated a service code 529 regarding the pump motor having stopped (stalled) and then resumed operation. It was further reported that this pump was removed in november of 2024 due to end of service (eos). No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date for the pump that was explanted due to eos was (B)(6) 2018. It was stated that the date of the associated motor stall for the 529 code on the prior pump was unknown. The cause of the 529 code was also unknown.